Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up in the incorrect mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead a zoll representative evaluated the device. The malfunction was determined to be a result of the customer attempting a software update. During the update an error was made by the user performing the update that resulted in the reported malfunction. The software was updated to resolve the malfunction. Reports of this nature typically do not meet zoll's reportability requirements. Analysis of reports of this type has not identified an increase in trend.